Manufacturer narrative:
Component code of ¿appropriate term/code not available" represents "no findings available." Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30427567m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered atrioventricular (av) heart block and ventricular fibrillation (vfib) (requiring cardioversion). During the procedure, the patient went into vfib. The patient was cardioverted and that¿s when the physician believed the patient suffered the av heart block. The patient already had a pacemaker device and it was having to ventricular pace and there was no av conduction. The patient will need to be upgraded to a biventricular pacemaker soon; however, no intervention was performed during the case. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The pacemaker had shown runs of supraventricular tachycardia (svt) which is why the physician suspected the patient also had atrioventricular nodal reentrant tachycardia (avnrt) along with the afib. There¿s no indication that prolonged hospitalization was required. Patient¿s condition had improved. No biosense webster, inc. Product malfunctions nor errors messages were reported.